Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is it the user¿s normal routine to load and inspect the clip off vessel prior to firing? Can it be confirmed that the user brings forces neutral prior to and when beginning the firing process? Was there any torquing, twisting or downward pressure during clip application? What was done to address the scissored clips? How many clips were placed on the patient side? How many clips were placed on the cystic duct? How many clips were placed on the cystic artery?

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon has had scissoring clips with el5ml. It is unknown how the case was completed.

Manufacturer narrative:
(B)(4). Additional information was requested and received: additional clips were placed. Unknown how many clips were placed on cystic duct and cystic artery.